Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on 17-mar-2016 from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012, and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included allergy for various antibiotics. At device insertion day, it was reported placement on one side only (right not placed), complication of device insertion, and due to spasm left fallopian tube the coils came back /lingered on the barbs at the end of the fallopian tube. Reporter stated the right not placed because the fallopian tube was not come into view well. Therefore the intervention was discontinued, but coils stayed. After that, in an unspecified date the consumer experienced abdomen pain, pap3a, allergic complaints in eyes, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, leg pain, lower back pain, groin pain, arthralgia, increase/decrease of weight, mood swings or emotionally out of balance, and other complaints not specified. As treatment it was reported: heavier pill in reference to menses; several times loop excision in reference to pap3 and follow up checks for abnormalities of the cervix. Also treatment planned: removal of essure. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented abdomen pain and pap3 (cervical dysplasia).abdomen pain is listed while cervical dysplasia is unlisted in the reference safety information for essure. Cervical dysplasia refers to premalignant squamous changes of the cervix also known as cervical intraepithelial neoplasia (cin). The major cause of cin is chronic infection of the cervix with the (B)(6). Considering this event's pathophysiology and essure's local effect in fallopian tubes, causality between this event and essure use is very unlikely. Besides, abdominal, pelvic and uncharacterized pain may occur during essure use. Thus, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 20-oct-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 777 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented abdomen pain and pap3 (cervical dysplasia). Abdomen pain is listed while cervical dysplasia is unlisted in the reference safety information for essure. Cervical dysplasia refers to premalignant squamous changes of the cervix also known as cervical intraepithelial neoplasia (cin). The major cause of cin is chronic infection of the cervix with the (B)(6). Considering this event's pathophysiology and essure's local effect in fallopian tubes, causality between this event and essure use is very unlikely. Besides, abdominal, pelvic and uncharacterized pain may occur during essure use. Thus, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.